Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented post op with wrinkles in left eye. A flap lift and rinse was performed on (B)(6) 2017. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. It was noted the patient is happy now and functioning well. Bcva post-op: right eye 20/20, left eye 20/30.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.